Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of venflon pro safety 22ga 0.9 mm od 25 mm l experienced product damage/deformation with the device still considered operable. Product defect(s) noted during use. The following information was provided by the initial reporter: the complaint is that the moment an infusion system is set up, the infusion will "go on". Checked whether this would go well with another system, but this one caused the same problem. It concerns lot number 9049840p01. We have another example lying on the day care oncology department. Additional information received: what do you mean by ¿the infusion will "go on"? Has there been a leakage or maybe the infusion system is clogged? I run the infusion system on the venflon, and I can't tighten it, so I can keep turning whatever I want, but I can't get it tightened on it. I took another infusion system, and the same thing happened. So it was the venflon. Serious injury? No. Erroneous results? No. Course of treatment changed? No exposure to blood/bodily fluid. Medical intervention? No. Changed the infusion system, but the same thing happened. There was no leakage, so I just used the infusion system, although it wasn't 100% attached to the venflon. Other actions? No.

Manufacturer narrative:
Investigation: unable to confirm the customer experience as no photo and no sample was returned. A device history record review was performed and showed no non-conformances associated with this issue during the production of this batch. A root cause could not be determined.

Event description:
It was reported that an unspecified number of venflon pro safety 22ga 0.9mm od 25mm l experienced product damage/deformation with the device still considered operable. Product defect(s) noted during use. The following information was provided by the initial reporter: the complaint is that the moment an infusion system is set up, the infusion will "go on". Checked whether this would go well with another system, but this one caused the same problem. It concerns lot number 9049840p01. We have another example lying on the day care oncology department. Additional information received: what do you mean by ¿the infusion will "go on"."? Has there been a leakage or maybe the infusion system is clogged? -I run the infusion system on the venflon, and I can't tighten it, so I can keep turning whatever I want, but I can't get it tightened on it. I took another infusion system, and the same thing happened. So it was the venflon. Serious injury? -no erroneous results? -no course of treatment changed? -no exposure to blood/bodily fluid medical intervention? -no. Changed the infusion system, but the same thing happened. There was no leakage, so I just used the infusion system, although it wasn't 100% attached to the venflon. Other actions? -no.